Event description:
Per oos, this system was removed due to infection. Called rep to find out if we'll be getting the device back. He said that because the pt is pacemaker dependent, they are using it externally. He will check in with them. Also removed: philos ii dr-t, MDR 1028232-2007-00297 selox sr 53, 1028232-2007-00298.